Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied to the left superior lobe vein during a laparoscopic partial resection of the upper lobe of the left lung, the surgeon was able to press the green button but the stapler was not able to fire. The reload was replaced to complete the case. There was no patient injury.